Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm was triggered. The patient was symptomatic and went to the hospital and was admitted. An interrogation of the patient¿s device found that there was an impedance spike for the right ventricular (rv) lead. A possible fracture was suspected. At the time of replacing the rv lead the physician elected to extract the whole system and replace it with a new system. No patient complications have been reported as a result of this event.